Event description:
An implant card received on (B)(6) 2012 indicated that this vns patient underwent lead and generator revision on (B)(6) 2012 due to a lead discontinuity. Attempts for additional information and product return have been unsuccessful.

Event description:
Additional information was received x-rays were performed and showed normal position of the electrodes and the device. They were not provided to the manufacture for review. There is no data about previous history of trauma of manipulation of their device. During surgery it was reported that they 1st changed the device, keeping the electrodes, there was no function of the system, so they concluded that the problem was in the electrodes. So they implanted new electrodes and connected the system with a new device/generator. The previous non-functioning lead had been implanted for 5 years. The tip of electrodes inserted in the vagus nerve had significant scare around, so they decided to cut the electrodes close to the top of the nerve and to insert the new one below the previous insertion. The device was explanted because it had stopped functioning for 2 months, and there was a correlation with the clinical impairment of the patient. The patient reported during their last visit prior to the surgery that he was feeling an increase in the number of their seizures. The system diagnostic confirmed that there was high lead impedance. Accordingly, the surgeon scheduled the surgery and had a complete system re-implant. He took the decision of changing the device/generator anyway assuming that the device will come to end of service anytime soon since it was implanted five years ago. It is unknown if their explanted product is being returned for analysis. At this time after good faith attempts no further information has been attained as to whether their seizures were above or below baseline rates.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.